Event description:
Following completion of left coronary angiogram the perclose vascular device failed to deploy to the right femoral artery. Manual pressure to groin held for 15 minutes. No harm to patient.